Event description:
Customer reported that she had high blood glucose of 504 mg/dl because her insulin pump is not delivering the right amounts of insulin. Customer stated that she has change her infusion set, reservoir and her blood glucose still high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.